Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured from april 02, 2020 - april 06, 2020. H10: the actual sample was received for evaluation. Unaided visual inspection was performed which revealed a tear at the lower left side edge of the bag. Functional testing was performed with tap water which revealed a leak at the lower left edge of the bag approximately at the 100 ml area level. Additional magnified inspection verified a tear/hole where the leak occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the seam. There was no patient involvement. No additional information is available.